Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring and missing reservoir o-ring. In addition, unit was received with battery tube threads - cracked, cracked case (battery tube), cracked reservoir tube lip, missing o-ring (reservoir tube), detached retainer, missing display window/cover, cracked keypad overlay at select button, pillowing keypad overlay, cracked case on battery side, scratched case and label damage (faded). In summary, customer allegations for cosmetic damages were confirmed during visual inspection when were cracked reservoir tube lip and detached retainer was noted. Unit was also received with black melted glue over battery compartment cracks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, reservoir unable to lock into place. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and confirmed customer received the reported issue damage to the retainer ring on the pump. Reservoir is unable to lock into place. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.